Event description:
Hamilton medial ag received the following complaint description (summary): hamilton medical ag received a report concerning a recently purchased battery that showed an unexpected and rapid decrease in its state of health after approximately four months of use. Logfile data documented a decline in state of health from 59.5 percent to 22.2 percent and subsequently to 0 percent within a short period. After calibration, the battery reached only about 30 percent state of health, and a reduced capacity was confirmed. The customer stated that the behaviour was abnormal compared with other batteries of similar production. No health consequences, no impact on ventilation, and no medical intervention were reported.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: based on the information available, the reported behavior of the battery is shown in the device log files. Battery 2 showed a rapid decrease in its state of health, reaching 0 percent during normal use, which triggered the message that replacement was required. The battery had been in service for approximately four months and the reduced capacity remained reproducible after recalibration. No patient was involved and no harm occurred. It was confirmed that after replacement of the battery the issue was solved. No further information received.